Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient lost therapy due to lead fracture. As a result, the patient's lead was explanted and replaced with two leads. Surgical intervention addressed the patient's issue.